Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the electrode pads would not adhere to the patient's skin. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch report numbers 1218058-2022-00066, 1218058-2022-00067, 1218058-2022-00059 for similar reports from the same customer.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The electrode pads were not returned to zoll for evaluation, however, three lot numbers, 1222, 0222e, and 0522c, were provided. The lot numbers are from the customer's inventory. It is not known if the electrode pads from the event were part of one of these lots. The customer did indicate one of the sites is currently using lot# 3912b. A DHR was performed on these lot numbers and no issue was found. However, without receipt of the electrode pads we are unable to conclusively understand the customer report or potential contributors. No trend is associated with reports of this type.